Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, the lens was scratched. Since the scratch was not visually significant, the surgeon decided to leave the lens in the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo review: returned photos img2 and img3 show an implanted iol. There appears to be marks/lines on the optic, the exact location of these marks/lines cannot be confirmed. Based on our observation of the attached photo, there appears to be marks/lines on the optic, the exact location of these marks/lines cannot be confirmed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).